Manufacturer narrative:
Field service engineer troubleshot and found the dr/plus mode switch on the x-ray interface pcb was in the plus position. This switch, in the plus position, will prevent fluoro on a dr system. Fse repositioned the switch to dr and the no fluoro issue was resolved. It was determined facility biomed had inadvertently flipped this switch. Fse checked for proper operation per service checklist. Unit was returned to service full service by the customer. This no fluoro issue was not the result of equipment malfunction or failure.

Event description:
In (B)(6) 2008: customer reports no fluoro occurred at the beginning of the day prior to pt procedures. Facility does not have a back-up room. No reported injury.